Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead and pacemaker exhibited high threshold measurements and loss of capture (loc) for an unknown reason. The clinic planned to bring the patient into the office for an interrogation. At this time, the ra lead and pacemaker remains in service. No adverse patient were reported.